Event description:
Hill-rom received a report that flexicair eclipse low air loss therapy device was emitting smoke. A hill-rom technician investigated the device and determined the problem originates from the interface between the ac inlet filter and power cord. The power cord and the ac inlet filter were analyzed by hill-rom engineering and it was determined there were a number of potential root causes. It was observed that the power cord was not fully inserted in the ac filter, potentially leading to a poor connection and resistance. In addition, engineering noted the ac inlet filter may have been affected by repeated cleaning cycles, which may have also contributed to the event. Cleaning agents can build up on the contacts of the ac inlet filter also causing a poor connection and resistance.